Manufacturer narrative:
Further information was requested but not received.

Event description:
During a clinic follow-up, an increase in the pacing impedance and episodes of noise resulting in far-field r wave oversensing and automatic mode switch were observed on the right atrial (ra) lead. Provocative testing was performed and the noise was able to be reproduced. Insulation damage was suspected on the ra lead, but was unable to be confirmed. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the right atrial (ra) lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.